Manufacturer narrative:
Referring to the product inquiry all reported items are considered primary products. The explanted devices were not available to (B)(4). However, no product malfunction was reported; the reported implants were ¿taken out due to infection¿ according to the event description. Review of the device history records of all products reported revealed no conspicuities. The items were documented as faultless prior to distribution. Since the manufacturing documents (including the packaging and sterilization documentation) showed no deviation and based on the medical experiences cited (see ¿medical background / information¿) the event was not linked to a deficiency of the devices. However, on the basis of the limited information given the exact root cause of the reported event could not be determined. A review of the event in line with ¿dqi 13-001 handling of infection complaints¿ including ¿dqf 13-002 infection complaints - checklist investigator¿ was deemed not necessary since no further information regarding the kind of infection, patient outcome etc. Was provided although repeatedly requested. This also applies to the questionnaire ¿dqf 13-003 infection complaints - checklist customer¿, which was sent out as usual in infection cases; the form was not returned. No non-conformity was identified.

Event description:
A total ankle was taken out due to infection. Original surgery date was (B)(6) 2015. An antibiotic cement spacer was used after they were removed. On 28-dec-2015, sales rep reported that non union was not reported.

Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) . Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
A total ankle was taken out due to infection. Original surgery date was (B)(6) 2015. An antibiotic cement spacer was used after they were removed. On (B)(6) 2015, sales rep reported that non union was not reported.